Event description:
It was reported that during a laparoscopic hysterectomy procedure, the electrode separated from the jaw. There were no adverse consequences for the patient. The action is unknown as to how the procedure was completed. The procedure was prolonged five minutes.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: is device software version known? Yes - software version x. Is the device still under warranty? No. Is the device subject to regular safety inspections, maintenance or calibration? Yes. The device was received with the electrode detach from the instrument and not returned. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active road was noted. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The active road touches the jaws when they are closed, the active road to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The batch record was reviewed and no anomalies were noted during the manufacturing process.